Manufacturer narrative:
A philips field service engineer (fse) was dispatched for onsite service and the issue was escalated to the national support specialist (nss). The investigation confirmed that a ¿broadcast storm¿ [the accumulation of broadcast and multicast traffic on a computer network] on the cores. The affected ports were identified and disabled. Finally, the core was rebooted to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the telemetry system failed and was not registering data; the telemetry system was down throughout the hospital. The device was in use on a patient at the time of the event. There was no adverse event reported.